Event description:
This will be filed to report a clip that opened while locked. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 and functional tricuspid regurgitation grade 4. The first clip (30131r1043) was placed on the mitral valve, reducing the mr to grade 1-2. Shortly after deployment, the clip opened from fully closed to 10 degrees bringing the mr to grade 2. The pressure gradient increased to 6 mmhg so the physician elected not to implant another clip. The physician was satisfied with the pressure gradient and moved to treat the tricuspid valve. A second clip (30131r1045) was implanted on the tricuspid valve and shortly after deployment, that clip opened as well from fully closed to 10 degrees. The procedure was concluded with a resulting tr and mr of grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Manufacturer narrative:
All available information was investigated and the reported clip open while locked could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.